Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age unknown), but the paddles failed to discharge the energy. The clinicians obtained another device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant's biomed engineering dept duplicated the reported malfunction, and verified that the problem was a result of faulty device paddles.